Manufacturer narrative:
The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument stopped moving and could not be removed from the system. The customer used the instrument removal kit (irk) to remove the instrument, which was not grasped on tissue at the time of the event. The cable at the top of the instrument was observed to be broken upon inspection following removal. No fragment fell inside the patient. A backup instrument was used and the procedure was completed with no report of patient harm, adverse outcome or injury.